Event description:
It was reported the patient got an x-ray and the feeding tube was "completely hanging by a thread, surgery team [was] contacting gi (gastrointestinal) team for their assistance again." Placement was on (B)(6) 2024, based "x-ray imaging between 15-apr-2024 through 24-apr-2024 it seemed in place no cracking."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no specific lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 29-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6 investigation findings: inappropriate use. The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage. A non-avanos 3-way stopcock was received attached into the y-connector port. This component was disposed of since it is not relevant to the complaint. During cleaning and decontamination, build-up/ dirt from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was flushed through the y-connector (proximal end). A lot of resistance was felt while flushing. Very little substances were flushed out of the proximal portion of tubing. When the distal portion was flushed through with liquid, a lot of resistance was felt as well, no build-up was flushed out of the tube after multiple attempts. Also examined was a partial tearing of tubing approximately at 46cm marking on the tubing. No obvious kinked marks on the entirety of tubing. Light brownish discoloration was observed throughout the entire tube. At the said tearing location (46cm marking), the tubing appeared to have expanded to form a balloon shape which burst in multiple location and had caused the tube to be unable to use. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points exhibited build-up foreign material residue (black in color). This seems to be a user related problem since as per the IFU (instructions for use), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. The subject sample provided was evaluated related to the tube kink and no failures were detected in the device returned; unable to confirm or duplicate the reported incident. Possible root cause inappropriate use. All information reasonably known as of 07-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.